Manufacturer narrative:
.

Event description:
The manufacturer's field service engineer (fse) reported an unknown restart of power while servicing the ventilator. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's field service engineer (fse) reported an unknown restart at power on while servicing the ventilator. There was no patient involvement.